Event description:
It was reported that pump displayed cartridge change error, and customer was initially unable to load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through removing pump from case, inspecting and cleaning cartridge and pneumatic tap area, and attempting to reload cartridge, and when loading still failed, assisted customer with filling and loading new cartridge from specified lot, after which customer successfully completed load process and resumed insulin therapy.